Event description:
Customer reported erroneous differential test results were obtained for two pts when using the coulter lh 780 hematology analyzer on (B)(6) 2009. Erroneous test results were reported out of the laboratory. The physician questioned the results and requested a manual scan. The test results were determined to be erroneous when compared to a manual scan that contained blast cells. The test results were not identified with an instrument generated flag for the presence of blast cells. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 2 events reported by this customer for two analyzers.

Manufacturer narrative:
The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and recovered within assay ranges. Raw data requested but was not available. On (B)(4) 2009, the field service engineer (fse) replaced the lyse pump and verified instrument performance. On (b)(4( 2009, the fse replaced the sample line and the t-fitting to the flowcell. The fse also adjusted the scatter sensor and verified instrument performance. The root cause was unable to be determined. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following MDR that has been reported for testing performed on the coulter lh 750 hematology analyzer: MDR 1061932-2011-00891.